Event description:
It was reported via a clinical study, that a 68 yo female patient had a greater tuberosity fracture during dislocation intraoperatively while performing a tsa procedure. Action taken was that the glenoid was removed and the tsa was converted to a rtsa intraoperatively. The reported information indicated the event was unlikely to be related to the devices but definitely related to the procedure. The outcome indicates continuing. No further information.

Manufacturer narrative:
D10: 300-30-11 - equinoxe preserve stem 11mm: 6860297 322-38-00 - 145-deg pe 38mm hum liner +0: b772042 322-10-05 - humeral adapter tray, +5: b592054 320-06-38 - glenosphere 38mm: b517773 320-15-02 - rs glenoid plate sup aug, 10 deg: b545700 320-15-05 - eq rev locking screw: b795014 should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.